Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2024-00206. It was reported that the patient was experiencing ineffective therapy. Surgical intervention was undertaken on (B)(6) 2023 in which the lead was revised to address the issue. The patient's ipg was also explanted and replaced during the procedure for an unknown reason.

Manufacturer narrative:
Based on additional information received it was determined the ipg met the expected normal device longevity deeming the event not reportable.

Event description:
Based on additional information received it was determined the ipg met the expected normal device longevity deeming the event not reportable.